Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown/not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (nondesign/nonmanufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that clinician indicated infection. The tissue structure around the implants was weak and had low resistance to bacterial erosion, so inflammation and infection occurred and the implants failed. Tooth sites 36.